Event description:
On (B)(6) 2014, the patient had an MRI and the pump motor stalled and recovered as expected; the specific timeframe was not reported. The device system was used to deliver lioresal. Symptoms, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).